Event description:
Per the clinic, the patient experienced a pressure wound breakdown and surgical wound dehiscence, causing an extrusion of the receiver/stimulator. Subsequently, on (B)(6) 2025, the patient was placed under general anesthesia and underwent revision surgery to reposition the device and to revise the surgical incision.